Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during the procedure of the highly calcified, non-tortuous, distal superficial femoral artery (sfa) to the proximal popliteal artery, the supera stent was about 70% delivered at the lesion when the rachet/barb failed to catch and the stent could not be deployed further; the thumb slide advanced without effect. About 40 mm of stent was manually deployed by pulling back on the delivery system with a sub-optimal diameter result. Post dilatation with a balloon catheter was attempted; the result was improved, but remained a suboptimal stented vessel diameter. Two additional stents were placed proximal in the sfa and the procedure completed without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent remains in the vessel. Visual inspections were performed on the returned stent delivery system. The deployment difficulty was unable to be confirmed as the stent already deployed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported deployment difficulty. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.